Event description:
It was reported that the patient experienced ineffective therapy. It is unknown which lead is liable. Additionally, it was reported during a lead revision procedure on (b)(6) 2026 \[Related Manufacturer Reference Number: 1627487-2026-08884 and 11627487-2026-08885]"; both leads were damaged upon removal. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed.Additional components potentially involved in the event include:Common Device Name: Kit Implantable Slim Tip Lead, 50cm Length, Model: MN10450-50A, UDI: (b)(4), Serial: (b)(6), Batch: 11080217.